Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they are having issues with their communicator. Patient stated that it used to flash green and blue for the battery and for the bluetooth but now it barely does it and they have to reconnect it almost every day. Patient also stated that sometimes it takes 30-45 minutes to re-pair the communicator. Patient mentioned that sometimes they are not able to turn off the stimulation and sometimes the stimulation will get too high and they are getting shocked. Patient also added that the communicator is also taking longer time to charge, that they needed to wiggle the cord to charge it. Agent walked the patient through resetting the communicator and closing all applications on the handset. Patient confirmed that they're able to connect to mystim app but restated that the communicator will connect sometimes just as it did during the call but sometimes doesn't. Patient was very adamant about receiving a replacement communicator. A request was sent to the repair department to replace the communicator. Patient mentioned they told rep of the issue couple of days after the implant was turned on. Patient also reported that they keep having to turn the stimulation up and down because if they are standing and walking around versus sitting or laying down, the stimulation gets too intense and sometimes they can feel the stimulation better. Patient noted that as their heart beats they get shocked and sometimes when they breathe it gets stronger and when they inhale it releases.